Event description:
It was report that during deployment of the orbit mini complex fill 2.5x3.5cm coil (637mf2535/ 15223481), the coil stretched. After the event, the coil was safely retrieved with the sl10-45 degree (mc) microcatheter (stryker), and the same microcatheter was used to complete the procedure. The procedure was successfully done. An adequate continuous flush was maintained through the mc at all times, and no damages were noticed after the mc was reshaped. During insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system.

Manufacturer narrative:
A non-sterile orbit mini complex fill2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was not received zipped without damages. The support coil, gripper and embolic were found without damage inside of the introducer. The gripper and embolic coil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was not confirmed during the microscopic analysis. The failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was report that during deployment of the orbit mini complex fill 2.5x3.5cm coil (B)(4), the coil stretched. After the event, the coil was safely retrieved with the sl10-45 degree (mc) microcatheter (B)(4), and the same mc was used to successfully complete the procedure. An adequate continuous flush was maintained through the mc at all times, and no damages were noticed after the mc was reshaped. During insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system. There is no information regarding the target site/characteristics or factors pertaining to coil placement/manipulation at the time of the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile orbit mini complex fill2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was not received zipped without damages. The support coil, gripper and embolic were found without damage inside of the introducer. The gripper and embolic coil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched coil was not confirmed with microscopic analysis of the returned device; it was not stretched. Based on the available information and the analysis of the returned device, no conclusion can be made regarding the reported event. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt